Manufacturer narrative:
The inner sheath was not returned to karl storz for evaluation.

Event description:
Allegedly, during a photoselective vaporization of prostate (pvp) procedure, a piece of the ceramic beak on resectoscope inner sheath broke off inside the patient's bladder and was retrieved. Doctor performed bladder irrigation post-op and nothing was found; x-ray in the post-anethesia care unit was negative. The hospital reported that there was no injury to the patient.